Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 8.4-8.8cm and 30.0-30.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted due to fracture.